Event description:
It was reported that during left middle cerebral artery (mca) m1 stenosis procedure the operator used the guider to left interior communicating artery (ica) c2 and super selected the guidewire and the microcatheter to pass the stenosis. Next, the operator exchanged the guidewire to deliver the balloon to pre-dilate. Next, flushed and delivered the subject stent but a big resistance was encountered during the advancement within the microcatheter. The operator withdrew the subject stent and found it to be partially deployed unexpectedly at the proximal of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was noted to be kinked/bent. The stent was returned deployed and noted to be deformed. The stent introducer sheath distal tip was noted to be intact. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect ¿stent difficult/unable to advance or pullback through catheter¿ could not be duplicated; however, the analysis results are consistent with the reported event. The reported defect ¿stent deployed prematurely during use¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was returned for analysis. The returned stent was found to be deployed and deformed. The sdw was found to be kinked/bent. Its likely manipulation would have caused the damage noted to the device and the subsequent premature deployment. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". An assignable cause of procedural factors will be assigned to the reported and analyzed event of ¿stent deployed prematurely during use¿ and to the reported event of ¿stent difficult/unable to advance or pullback through catheter¿ and to the analyzed events ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications , but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during left middle cerebral artery (mca) m1 stenosis procedure the operator used the guider to left interior communicating artery (ica) c2 and super selected the guidewire and the microcatheter to pass the stenosis. Next, the operator exchanged the guidewire to deliver the balloon to pre-dilate. Next, flushed and delivered the subject stent but a big resistance was encountered during the advancement within the microcatheter. The operator withdrew the subject stent and found it to be partially deployed unexpectedly at the proximal of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.